Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were out of specification on the low end, the calibration was out at the 0 reading and the motor, bearings, planetary carrier, and spring seal were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during testing and calibration the unit was found to be in need of repair. At product evaluation investigation the rpms were out of specification on the low end. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were out of specification on the low end, the calibration was out at the 0 reading and the motor, bearings, planetary carrier, and spring seal were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during testing and calibration the unit was found to be in need of repair. At product evaluation investigation the rpms were out of specification on the low end. No adverse events were reported as a result of this malfunction.